Event description:
IV access was attempted with a bd insyte-n autoguard. The needle would not retract from the catheter when the button was pushed, despite the physician's and two nurses attempts. A second site, using a different type needle was necessary in this instance.